Manufacturer narrative:
This report was submitted by the importer under the importer's report number: (B)(4). The device will not be returned to olympus as the facility uses a third party for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during a colonoscopy the air/water nozzle (irrigation nozzle) of the colonoscope fell off while in a patient. The nozzle was retrieved with a net. Additional information was requested but not received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the screw/glue could have been loosened/deteriorated by a unknown cause. However, the subject device was not returned and a specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.